Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant and bridge were placed in ada site 12, the implant had not achieved osseointegration in type ii bone. Clinician reports bruxism and pressure. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 3 months after the dental implant and bridge were placed in (B)(6) site 12, the implant had not achieved osseointegration in type ii bone. Clinician reports bruxism and pressure. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)